Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output/sensing anomalies and that telemetry reported atrial lead impedance <300 ohms and >3000 ohms.